Event description:
It was reported that the patient is doing transfusions without reoperation. The site of hemorrhage is located in the latero-lateral jejunoileal anastomosis. The hemorrhage occurred due to retorrage 12 hours to 24 hours after surgery. The patient required blood transfusion because hemoglobin levels decreased considerably.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # unk. Additional information was requested, and the following was obtained: unknown which lot is for the complaint device psee45 both lots noted and manufacture record evaluation will be conducted. A manufacturing record evaluation was performed for the finished device psee45a lot number x9529l and no non-conformances were identified. Manufacturing date: 05/29/2022, expiration date: 04/30/2025. A manufacturing record evaluation was performed for the finished device psee45a lot number v94e9x and no non-conformances were identified. Manufacturing date: 03/07/2021, expiration date: 02/29/2024. What color cartridges were used throughout the creation of the jejunum-ileal anastomosis? White. Gst45w. Did the surgeon wait 15 seconds before firing and did the surgeon pulse fire? Yes, surgeon wait 15 seconds before firing. Were any issues noted with staple formation throughout the care of patient? No. What was the anticoagulation regimen pre and post operatively? Unknown. Was the patient on any other drugs that may render them more prone to bleeding? According to the surgeon no. Was it a complete or partial dehiscence of the jejunum-ileal anastomosis? Not dehiscence. Only bleeding along the anostomosis. Could you please provide a timeline of events? Surgery was performed on (B)(6). On (B)(6) hemoglobin descended. Blood transfusion started on july 8th. Was kept under surveillance.